Event description:
It was reported that balloon rupture occurred. Antegrade approach was obtained and 4f sheath was inserted in the vascular access. The 100% stenosed target lesion was located in the severely calcified right superficial femoral artery. After a non-bsc guide wire was used to crossed the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However on the first inflation at 12 atmospheres, the balloon ruptured. The balloon was removed intact the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter with the box and hoop. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen. Examination under magnification revealed a longitudinal balloon tear 9mm long on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Antegrade approach was obtained and 4f sheath was inserted in tha vascular access. The 100% stenosed target lesion was located in the severely calcified right superficial femoral artery. After a non-bsc guide wire was used to crossed the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However on the first inflation at 12 atmospheres, the balloon ruptured. The balloon was removed intact the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.